Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by staff the display would shut off but pace lights were still flashing. Same type of occurrence then lights stopped flashing. It was also reported the biomed replaced the battery and let the device run until the battery was depleted. No errors found. The device was returned to clinicians who then brought back to the biomed and said the device was not working the device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed visual, electrical and mechanical inspection with no anomalies observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.